Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, guide catheter: ebu. There was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately five minutes post thrombus aspiration and xience v 3.0 x 15 implantation, additional thrombus formed in the stented segment. The physician used an aspiration catheter to extract the thrombus and completed the procedure with a xience v 2.5 x 18 stent. There was no adverse patient sequela. There was no additional information provided